Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8176596. Medical device expiration date: 2020-06-30. Device manufacture date: 2018-06-25. Medical device lot #: 8232711. Medical device expiration date: 2020-08-31. Device manufacture date: 2018-08-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection sets had issues with air bubbles, insufficient blood flow, hemolysis, and leakage.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer® push button blood collection sets had issues with air bubbles, insufficient blood flow, hemolysis, and leakage.

Manufacturer narrative:
Correction: additional information was received regarding the reported bd awareness date. The following information has been updated: date of event: unknown. The date received by manufacturer has been used for this field. Date of event: (B)(6) 2018. Date received by manufacturer: 2018-12-14.

Event description:
It was reported that the bd vacutainer® push button blood collection sets had issues with air bubbles, insufficient blood flow, hemolysis, and leakage.